Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the device was returned with the device loaded in a 7fr sheath. The 7f sheath was retracted and a visual inspection found biologics in the nosecone. There is also a bulge on the nosecone approx. 30mm from the cutter window. The cutter is stuck in the biologics and could not be retracted or advanced. The nosecone wall and the tecothane at the bulge are still intact. Image analysis: the customer returned one image for evaluation. This image depicts the nosecone of what appears to be the hawkone - ls device. There is a bulge and biologics in observed on the nosecone. The image correlates with the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use a hawkone ls atherectomy device along with a 6mm spider fx embolic protection device / guidewire to treat a calcified lesion in the patients distal superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification are reported. Lesion exhibited 50% stenosis. The vessel was not pre dilated but was post dilated. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. No resistance was felt during device advancement. Tip damage is reported. The damaged component did not need to be retrieved from patient. The procedure was completed but the device was difficult to remove and was observed to be damaged when withdrawn. The damaged component remained attached. The device was safely removed from the patient. Physician also stated that the spider fx was reported to be full and was difficult to remove and couldn¿t be captured with the spider fx sheath. A larger diameter catheter was used successfully to capture and withdraw the spider fx. The procedure had been completed before the problems were noticed. No vessel damage noted. No patient injury reported.